Event description:
It was reported that the texium leaked. There was no indication of patient harm.

Manufacturer narrative:
The customer¿s report of a texium leak was confirmed. Vhreads within the male luer end of the texium component were not properly molded to the interior wall of the luer. An attempted connection of a mating component to the texium male luer end was not able to be secured and functional priming observed a leak from the unsecured connection. The root cause of the texium leak was identified as a molding error issue of the texium male luer body. During the manufacture process. This was identified as an isolated event, and this reported event will continue to be monitored through our tracking and trending processes.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the texium leaked.